Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. A manufacturing record evaluation was performed for the finished device 30356866m number, and no internal actions related to the complaint was found during the review. Initial reporter phone: (B)(6). Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure after performing right ventricle outflow tract (rvot) soundmap from the right heart system, mapping was performed with pentaray catheter. Then they changed to the stsf and implemented rvot mapping. At that point, the patient¿s blood pressure decreased, and cardiac tamponade was confirmed by echocardiography. Remainder of the procedure was aborted, and pericardiocentesis was performed to drain an unspecified amount of blood from the pericardial space. Patient¿s condition recovered after pericardial drainage. It is unknown if extended hospitalization was required. The blood drained appeared to come from the right heart system. Since the patient¿s consciousness was stable throughout the procedure, and his subjective symptoms were not strong, the physician judged the event was not serious. The physician also commented that the adverse event was probably caused by the stsf catheter; however, cannot confirm it. No biosense webster product malfunctions nor error messages were reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
Additional information was received on 10/4/2020. The patient is 71 years old. Patient¿s condition improved after pericardial drainage. There was no evidence of a steam pop. Physician¿s opinion regarding the cause of the adverse event is that it was procedure related. The device will not be returned. Therefore, a2. Age unit, a2. Patient age at the time of event, h6. Method codes, h6. Result codes, h6. Conclusion codes, h3. Device evaluated by manufacturer? And h3. Reason for non- evaluation have been populated. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. During an internal review on (B)(6) 2020, noted correction to 3500a initial as ¿a3. Sex¿ was left blank in error. Therefore, processed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).